Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with high capture threshold. The lead was capped. Patient status was unknown.